Event description:
It was reported that 2 screws pulled out of vertebral body and interbody cage migrated from original position. Patient required revision surgery.

Manufacturer narrative:
Method: risk assessment. The event was confirmed based communication with sales representative. The screw was removed but not replaced and are unavailable for evaluation. X-rays were not provided. The lot number is unknown, thus, a manufacturing records review could not be completed. As the device and x rays are not available, a definite root cause cannot be identified. It is possible the screw was placed too proud in the bone, which could reduce bone purchase and cause pullout. Patient bone quality could also be a factor as poor bone quality can affect screw purchase. Device not returned.

Event description:
It was reported that 2 screws pulled out of vertebral body and interbody cage migrated from original position. Patient required revision surgery.